Event description:
It was reported that after the iab was inserted, the pump experienced alarms, and flecks of blood were noted in the helium tubing. The iab was removed and replaced without any complications.